Manufacturer narrative:
This supplemental #1 correction is being submitted to report that the initial MDR 2112667-2024-01700 was filed in error as it was a duplicate of initial MDR 2112667-2024-01261.

Event description:
It was reported that there was a malfunction resulting in o2 calibration failure. There was no patient involvement.

Manufacturer narrative:
Ge healthcare has investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Block b3 incident date: not provided legal manufacturer: hcs research park - 9900 innovation drive USA wauwatosa, wi 53226.